Manufacturer narrative:
A review of the device history record of the product code/lot# combination was conducted with no findings. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported the involved angio-seal dilator could be easily introduced into sheath. A click was audible. But as the user inserted both devices into the artery, the dilator slipped out of the sheath. Manual compression was done. Patient has been treated as intended. No significant delay of the procedure. There was no patient harm. Additional information was received on 16 jun 2023: the type of procedure that was being performed on the patient prior to using the angio-seal was a kissing stent in the pelvis. The procedure sheath size used was a 6 french. A pre-deployment angiogram was performed. There was no plaque or stenosis present in the patient. The estimated blood loss was less than 250cc's. The patient was in stable condition. The procedure was completed successfully. There were no concomitant devices used with the angio-seal.

Manufacturer narrative:
This report is being sent as follow-up # 1 to provide the device return date in section d9, to update section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. One (1) 6fr angio-seal device was returned for product evaluation. The returned device included the locator, hemostasis sheath, carrier tube, guidewire, and packaging. The device was visually inspected and found to have been in used condition with visible signs of blood, and the components were found to have been fully separated. Functional testing was performed by attempting to connect and disconnect the locator and hemostasis sheath. The components were connected and disconnected multiple times, and minor auditory and tactile feedback were detected. However, component connection appeared to have been impaired as component separation was able to be achieved with minimal force. The complaint was able to be confirmed for a sheath and locator connection issue. Non-conformances (nc) was completed by the manufacturing facility, and the root cause of the issue was determined to have been a machine repair which occurred on (B)(6) 2022 affecting part interference between the hub and the cap. A corrective and preventative action (CAPA) was generated in response to the issue to create corrective and preventive actions, and additional information concerning the results of the CAPA will be captured in the CAPA document. The device history record (DHR) review was performed, and no manufacturing issue was identified within the documentation.